Event description:
This report is for pt 2 of 2. Healthcare professional reports: hemochron signature act result of 120 seconds obtained on a pt given angiomax. Pt was not on heparin prior to administration of angiomax. Healthcare professional did not provide if the assay was act+ or act-lr, what procedure was being performed, or when during the procedure, the act of 120 seconds was obtained. Repeat act was a low number. Healthcare professional did not provide exact result. Act was repeated on another device and result was 365 seconds. Healthcare professional did not indicate if the act result was obtained on another signature instrument or another MFR's device. Target range for unspecified procedure not provided. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). No product returned from user facility. Customer complaint could not be confirmed.